Manufacturer narrative:
Correction: d7a and h3. Correction: h11 - during processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain complete event, patient, and device information. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000125205. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy that was not resolved with reprogramming. No migration was noted. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.